Event description:
A peritoneal dialysis patient identified a leak in fill 1 inside the cassette door during treatment. The patient stopped treatment. The patient's effluent was clear. There were no prophylactic antibiotics used. The sample was discarded and the patient did not finish treatment when the leak was identified.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. Related MDR: 8030665-2014-00106.